Manufacturer narrative:
Insulin pump was unable to perform the displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. Insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, missing end cap sticker and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. Reportedly, the rim of reservoir slot was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.